Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The customer's blood glucose was 11 mmol/l at the time of incident. The customer stated that the insulin pump was located within six feet and inserted the insulin pump at the same body site. The customer mentioned that the sensor was bent, retracted and damaged. Troubleshooting did not occur. The customer declined to return the insulin pump for analysis.